Event description:
The customer reported that the device's display was frozen on the ECG waveform. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.